Event description:
It was reported that the customer noticed a wet spot on the patient's blanket near the IV lines during a continuous infusion of versed in the nicu. A similar leak was identified 2 days prior; both times the lines were changed. The user applied a gauze under the disc to determine the location of the leak and confirmed that the fluid was coming from the filter. The facility went live a couple of months ago with the filter set, however in the past 2 weeks the nicu has noticed several filter extension set leaks and complaints. Although requested the customer did not indicate any patient harm, nor were further details or information given regarding this event.

Manufacturer narrative:
The customer¿s report of a filter leak was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking and no signs of occluding. The root cause of the customer¿s report was not be identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
The customer reported that the user noticed a wet spot on the patient's blanket near the IV lines during a continuous infusion of versed. It was reported that a wet spot was noted 2 days prior. The user applied a gauze under the disc to determine the location of the leak and confirm that the fluid was coming from the filter. At both times the IV lines were changed. The facility went live a couple of months with the filter set however in the past 2 weeks the nicu has noticed several filter extension set complaints. Although requested the customer did not indicate any patient harm. The event occurred in the nicu.